Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 failed, cubies were not opening, and device was in incorrect version. A field service engineer (fse) removed the faulty version and created link for new version. Then logged into hardware test application and found that latch sensor was sporadically working. So, the fse removed the drawer and replaced the retractor band on drawer 2.1 main. Also replaced pyxie bus controller due to a damaged capacitor. The fse then tightened all latches and tested hardware test application which was successful and ran final test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer - cubies are not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct imdrf annex a grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer - cubies are not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer, cubies are not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.